Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00670. It was reported the patient began to experience overstimulation (location is unspecified), inadequate coverage, and uncomfortable stimulation in an unintended area after falling on her ipg. An impedance check revealed high impedance. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor decided to explant and replace the patient's ipg (with a different model) after noticing a port plug was no longer present in one of the header ports. Surgical intervention resolved the patient's issue(s).